Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7080567/7081957.

Event description:
It was reported that the patient had inadequate stimulation despite reprogramming. The patient was also experiencing difficulty charging the ipg. Fluoroscopy was performed which showed that a lead moved down. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.